Event description:
The surgeon reported to a porex surgical distributor that the pt received a medpor complete orbit-left implant in (B) (6) 2008. The surgeon reported that the pt received radiation therapy prior to the surgery. The surgeon stated that the primary surgery was a maxillo sinus resection of the cranial orbital area. The surgeon stated that the surgery was completed with no evidence of infection present. The surgeon reported that the pt developed an infection days after the surgery. The surgeon stated that the infection was treated with antibiotics. The surgeon reported that the implant was removed days after the surgery. The surgeon stated that the pt's condition deteriorated and the infection spread to the brain. The surgeon reported that the pt died as a result of the infection.

Manufacturer narrative:
The device was not returned for eval however; following a review of the device history record for lot number 9569-d003d55h, it was determined that all processes and test criteria are within the medpor implant finished product specification. Contraindications listed in the medpor instructions for use state that "medpor implants should not be used in areas where there is inadequate coverage of healthy, well vascularized tissue" and :"since tissue irradiated in cancer therapy has been compromised, using medpor implants in these areas may be problematic." This instructions for use accompanies each medpor implant sold into commerce.